Event description:
It was reported that during the case, the dr noticed burn marks on the inside of the pt's cheek. The case was completed with a snare. The sales rep stated that the protective sleeve was used, but the adapter was not used.

Manufacturer narrative:
Evaluation summary: the analysis results found that the sheath of the blade was overheating upon activation of the blade. During disassembly, two out of the four o-rings were noted to be damaged. Evidence of moisture was noted inside the sheath. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were noted during the manufacturing process.